Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. The pump was received with a cracked case at the display window corners and cracked battery tube threads. The pump was also received with a minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack on the display screen of the insulin pump. Customer's blood glucose was 9.3 mmol/l. Customer stated that he did not drop the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.